Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, g1.

Event description:
Healthcare professional reported ¿some deeper folds, parallel to the implant.¿

Event description:
Patient reported sudden asymmetry, ptosis, pain and stiffness and rupture diagnosed by ultrasound for the left side.

Manufacturer narrative:
Additional & corrected data: a.2, b.5, b.6, d.3, d.4, d.6a, g.4, h.4, h.6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and "higher risk of causing bia-alcl".

Event description:
Patient reported unknown side rupture "higher risk of causing bia-alcl." The device remains implanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified; red biological tissue. No openings were observed. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture baker grade unknown and seroma.

Event description:
Patient additionally reported "nodule in the left breast" (ndr), "advanced capsular contractures" (baker grade unknown), and "spent almost a full week with seroma leaking through the scar". The device has been explanted.